Event description:
The right-angle stopper moved spontaneously to the 6 cm marker of the catheter. The patient developed peritonitis. The indwelling period was 3 days.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.